Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have the main tube broken a piece measuring approximately 0.181 x 0.404 was not returned with the instrument. The root cause of this failure is typically attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large needle driver instrument had a cracked tube near the tip. The procedure was completed as planned with no report of patient harm, adverse outcome, or injury.